Event description:
The vendor notified baxter that after therapy, patient was disconnected the pressure pod exploded as the used set was taken down to be discarded. The filter pressure was checked and was minimal, thus the operator decided to take it down without aspirating. As the pump tubing was removed the return pressure suddenly increased and the pressure pod exploded. There was no patient involvement.

Manufacturer narrative:
(B)(4). A companion sample was returned and evaluated by the supplier with no issues noted. The customer description of the incident was the filter pressure was checked and minimal, thus decided to take it down without aspirating. As the pump tubing was removed the return pressure suddenly exploded. The line was disconnected with pressure inside without aspirating. The instructions clearly indicate the line must be removed without pressure inside. The cause was use error.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.